Manufacturer narrative:
Device evaluated by MFR: the outer cardboard packaging was received with the inner pouch fully sealed inside. The device was intact and still within the fully sealed inner pouch. The outer cardboard box had been opened during unpacking. No issues were noted with the outer packaging that could have contributed to the complaint incident. A visual and microscopic examination identified a hair like foreign material within the inner pouch. The inner pouch was fully sealed and had not been opened. No issues were noted with the inner pouch that could have contributed to the complaint incident. A visual examination identified the foreign material to be approximately 5mm in length and black in colour. The foreign material was free moving within the inner packaging and it was difficult to fully examine the fm because of the label on the pouch, because of this the investigator opened the sealed pouch. The foreign matter was microscopically inspected and was determined to be human hair as a bulbous root was identified at the proximal end of the hair. The device was returned still within the sealed inner pouch and had not been used. No issues were noted with the returned device that could have contributed to the complaint incident. No other issues were noted with the device during analysis. There was evidence however that the device failed to meet specification. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. A 5.0 x120, 135cm charger¿ balloon catheter was selected for use. However, during unpacking, a little black hair was noticed inside the unopened sterile packaging of the device. The device was never used to the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. A 5.0 x120, 135cm charger¿ balloon catheter was selected for use. However, during unpacking, a little black hair was noticed inside the unopened sterile packaging of the device. The device was never used to the patient. No patient complications were reported.